Event description:
A clip got broken at loading during a surgery. Therefore, a new cartridge was opened to complete the procedure. According to the user he/she might have put an extra force at loading but would like us to investigate if that was the cause or because of the product deficiency.

Manufacturer narrative:
Qn#(B)(4). Although a lot number was not originally reported, a potential lot number was obtained through the sales history. The potential lot is 73e2000328. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e2000328 was manufactured on 05/19/2020 a total of (B)(4). Pieces. Lot was released on 06/03/2020. DHR investigation did not show issues related to complaint. The customer returned one cartridge (B)(4) hemolok ml clips 6/cart 42/box for investigation. The cartridge was returned with one clip half remaining. The clip half was a pierced boss half. One intact clip was also returned loose along with a hook half of a clip. The cartridge and clips were visually examined with and without magnification. Visual examination revealed that the broken clip halves exhibited a staggered break at the hinge, where the inner hinge was broken in half and the outer hinge was broken on the pierced boss side. There was also significant damage found on the cartridge. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip and cartridge is consistent with improper loading of the clips (loading with high force at a severe angle) or with using damaged appliers. The appliers were not returned for investigation. Functional inspection was performed on the loose intact clip. A lab inventory clip applier was used and the clip was manually loaded into the applier and fired onto over-stressed surgical tubing. No issues were found with the intact clip. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." "Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily. Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. The cartridge was returned with one clip half remaining. One intact clip was returned loose along with the other clip half. Upon functional inspection, the intact clip was able to properly load into appliers and successfully fire onto over-stressed surgical tubing. R & d was consulted for this complaint and it was determined that the observed damage to the broken clip and cartridge is consistent with improper loading of the clips (loading with high force at a severe angle) or with using damaged appliers. It is unknown how the returned clip was handled during use. The appliers used were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
Qn#: (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip got broken at loading during a surgery. Therefore, a new cartridge was opened to complete the procedure. According to the user he/she might have put an extra force at loading but would like us to investigate if that was the cause or because of the product deficiency.